Event description:
During a follow-up, there were several episodes of noise that resulted in non-sustained right ventricular oversensing. There were also episodes of high pacing impedance values. No intervention was performed. During another follow-up several weeks later, the pacing impedance was still high and displayed variable values on the right ventricular (rv) channel. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of oversensing, noise, and high pacing impedance were confirmed. As received, a complete lead was returned for evaluation in one piece. A scanning electron microscope evaluation verified that the inner coil was fractured at the connector boot. The cause of the reported event was isolated to the fractured inner coil.

Event description:
Information was received that the right ventricular lead was explanted and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were several episodes of noise resulting in non-sustained right ventricular oversensing (nsrvo). There was also an increase in pacing impedance on the rv lead. A lead revision procedure is anticipated. The patient was stable.